Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported that speaker operation failure from the device. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
It was reported that speaker operation failure from the device. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.